Event description:
On (B)(6) 2016 (B)(4): information was received from a consumer regarding a patient with saline in an implantable pump for non-malignant pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported patient's pump went dead 6 months ago ((B)(6) 2016). The patient heard an alarm in (B)(6) 2016. Based on pump implant date the pump should have reached end of service (eos) last month. There was currently no medication in the pump, and no symptoms were reported. The patient had not been using the pump and had not had the pump refilled for the past two years since they were unable to find a physician to manage it since moving. Patient inquired about physician listings because current hcp cannot remove the pump and does not do surgery, and wanted the number of someone who could help schedule surgery. Patient was redirected to hcp, and it was noted patient did not have a current managing pump hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.